Event description:
A customer site in (B)(6) reported that discrepant results were generated with a patient sample that was initially tested with the roche cobas ampliprep / cobas taqman hiv-1 test ce ivd and then retested with a competitor's test (abbott: specific test not indicated). The customer indicated that, although the initial cobas ampliprep / cobas taqman hiv-1 test ce ivd was released to the physician, there was likely no treatment change as the physician questioned the unexpected (B)(6) result; the physician indicated that the patient had been (B)(6). After the physician questioned the initial test result, the patient was retested with an abbott test.

Manufacturer narrative:
Device evaluated by manufacture: the complaint case associated with this medical device report is currently being evaluated. The investigation into this issue is ongoing; therefore, no conclusion can be drawn at this time. It has been noted that patient sample will likely be available for investigative testing by roche. Final investigative conclusions will be submitted through a follow-up report. However, a preliminary assessment of this issue indicates that this issue might be related to a known product performance limitation due to primer/probe mismatches. This issue of primer/probe mismatches with the cobas ampliprep / cobas taqman hiv-1 test was previously identified through an earlier global complaint case. As a result of the previous global complaint case, revisions to the product labeling were made. Specifically, the following text was added to the product labeling under the procedural limitations section: (B)(4).